Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Device remains implanted in the patient.

Event description:
The affiliate reported via email that during an anterior cruciate ligament reconstruction the leading suture broke after button was flipped. Surgeon was unable to cycle toggle the button because of this. The case was completed with a same like product. There was a 10 minute delay and no patient adverse event. The device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient, therefore a physical evaluation cannot be conducted. The reported complaint cannot be confirmed. It was reported that the surgeon was not using snaps; the suture was pulled using hands only. A root cause for the reported suture break cannot be determined. Review of the device history record indicated that this batch of product was processed with one unrelated incident with no link to this complaint. Therefore, there is no evidence of manufacturing anomalies on the records reviewed that would have contributed to the reported event. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
Additional event information included in event description. The device remains implanted in the patient, therefore a physical evaluation cannot be conducted. The reported complaint cannot be confirmed. It was reported that the surgeon was not using snaps; the suture was pulled using hands only. A root cause for the reported suture break cannot be determined. Review of the device history record indicated that this batch of product was processed with one unrelated incident with no link to this complaint. Therefore, there is no evidence of manufacturing anomalies on the records reviewed that would have contributed to the reported event. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email that during an anterior cruciate ligament reconstruction the leading suture broke after button was flipped. Surgeon was unable to cycle toggle the button because of this. The case was completed with a same like product. There was a 10 minute delay and no patient adverse event. The device remains implanted in the patient. Per additional information provided by the affiliate on november 13, 2017, the procedure was am. The graft size was 9.5mm and the tunnel size was 9.5mm. The leading suture broke when pulling the graft using the leading suture up the femoral tunnel. The suture broke at the junction of the button and was outside the joint space. The surgeon was not using snaps (hands only). The suture broke after the button flipped. No additional implant was needed. The 10 minute delay was due to getting an image intensifier to ensure the button was flipped on the femur.